Manufacturer narrative:
(B)(4).

Event description:
It was reported that during device change-out procedure, atrial lead could not be inserted into the header port. Device was not used and was exchanged.

Manufacturer narrative:
No conclusion code available; the reported field event of an atrial lead insertion anomaly was confirmed in the laboratory. Visual inspection identified excess epoxy attached to the atrial ring spring and underneath the set screw. It is believed that the excess epoxy prevented the spring from functioning normally and prevented the set screw from fully inserting into the connector block resulting in an inability to secure the lead.

Event description:
New information received notes that the patient condition was well post-procedure.